Event description:
It was reported that the physician's handheld device would freeze during interrogation despite resets. The physician was frustrated and wanted the handheld placed. The physician was sent a replacement handheld and the old handheld has been returned to the MFR however, device eval has not been completed.